Manufacturer narrative:
Additional information: event description and report source.

Event description:
A follow up response was received from the patient's clinic. It was reported that the patient did not experience any symptoms or adverse events and they did not require any medical intervention as related to the reported event. The patient has received the replacement cycler and were able to continue their treatment. The cassette used by the patient during the event is unavailable and will not be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and found no physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The simulated treatment post-accelerated stress test 2 hour 15 minute 8500 ml test passed. The cycler underwent and passed a valve actuation test and system air leak test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler's cassette compartment when removing the cassette from the cycler at the end of pd treatment. The patient reported receiving multiple patient line is blocked alarms during an unknown phase prior to the leak. The leak began during an unknown phase of pd of treatment. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested, however to date has not been received. The cycler was scheduled to be returned to the manufacturer for physical evaluation.